Event description:
Clinical study. It was reported that during treatment with the nexstent caroid stent system, the stent jumped and did not completely cover the lesion. The patient underwent treatment with the nexstent carotid stent with the filterwire ez trial device. The target lesion was in the left internal carotid artery location with 6 mm reference vessel diameter, 20 mm length and 95% stenosis. (Pre-dilation was not performed prior to filterwire placement, however pre-treatment with balloon angioplasty was done after filterwire placement, but prior to stent placement). A 4.0-9.0 x 30mm size stent was implanted. Post-dilatation was performed and residual stenosis was 10%. It was noted that the stent jumped a little and did not completely cover the lesion and the proximal end. Another stent was used to fully cover the lesion. No adverse events were noted.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this compliant incident.